Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet sustained accidental physical damage when it was dropped during play, resulting in a cracked screen and loss of touchscreen functionality that prevented navigation of required menus; a replacement ilet was provided and the patient used backup therapy while continuing dexcom g6 use. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of normal ilet use with continuation of therapy via backup methods. Investigation included collection of event details and coordination of device return using a prepaid shipping label and tracking confirmation and inspection of the returned device. Investigation of this device revealed device damage consistent with external impact to the display assembly, with no indication of a product malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.